Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 2.25x08mm xience xpedition stent delivery system (sds) an extra piece of material was noted on the shaft; thus, the sds was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned and analysis confirmed the reported extra piece of material on the shaft. A review of the lot history record was conducted and found no non-conforming reports that would appear to have caused or contributed to the reported event for this lot. A review of the complaint handling database was performed and identified no similar events for this lot. Although a product issue was identified, it was not a systemic incident. Further assessment per operating procedures will be conducted. The performance of these devices will continue to be monitored.